Event description:
Caller reports she have not heard back regarding the result of the log files. Caller reports patient claims the programs changing the amp on its own. Reviewed no log files were sent. Caller confirmed on her end, she have not send the files. Email sent to caller to include the case number when she send the log files.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller noticed that the program was changed without them changing or adjusting it. The caller confirmed the neurosense was off. The caller said that there was a loading time when they adjusted their stimulation and took them like 30 secs before it finished loading. They said past few days they had a problem connecting the communicator but was able to connect it. They also mentioned that when they recharge the ins it stopped to 90% but right now it was working. Agent reviewed best practices when connecting the communicator to the handset, they need to reset the communicator and closed all apps. Agent also reviewed there will be a loading time when they adjusted the stimulation in order for it to be activated. The patient was redirected to their healthcare provider to further address the issue with the changes of stimulation. No symptoms were reported.

Event description:
A rep called with patient today to inquire about why settings changed. Patient has been using group b, legacy programming, with stimulation at 4.4 for program #1 and the other 3 programs at 5.7ma, but some how programs #3 and 4 changed to 6.0 amplitude. This was noted on sept 5th. Rep to get file and send in for analysis. During the call rep mentioned electrode #8 is greater than 4k ohms. Patient's handset showed may 7th, 2016, and rep changed it back to today's date and time. Rep also mentioned that patient got error 1503, technical services(ts) reviewed cause of the error. Finally rep mentioned that patient seem to have trouble connecting to the neurostimulator with the handset if the implant was at less than 30% charged, this has been since patient got the neurostimulator, patient has not let the implant charge go below 50%. The patient (pt) reported they not able to meet [with their physician] on october 2nd as planned as the appointment was cancelled. Actions to be taken are not known yet due to this. Pt noted further problems have arisen since october 10th with the ins losing charge erratically and the pt is worried. The old and new issues have not been resolved. Pt noted a full charge that used to last 2.5 days is now lasting closer to 4 days or more, and recharging is stopping more frequently at 70-80%, even with all applications closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating there weren't any findings about malfunction in the log files that would explain the unexpected change in settings. The patient's therapy has been optimized. Pt using dtm programming. It's unknown if the pt uses more than one group. Caller will let us know if there are any more such complaints about settings changing unexpectedly.